Manufacturer narrative:
Continuation of d10: product ID 97755 serial# (B)(6) product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the recharger quit working. Patient (pt)stated that they thought that there was something bad going on with the recharger cord/wire because the recharger cord started getting real hot when recharging the implanted neurostimulator (ins). When asked for the event date, patient stated that it was like july 4th. Patient noted during the call that they didn't have to charge the implanted neurostimulator a whole lot. When asked for managing healthcare provider (hcp), pt stated that it had been so long since they saw hcp and so they didn't remember. A request was sent to the repair department to replace the recharger. No symptoms were reported.